Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. Intervention was initially performed in the obtuse marginal artery. Next, attention was focused on a 75% stenosed lesion, located in a calcified and severely tortuous distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm non-bsc balloon. The physician attempted to advance a taxus express2 2.5x20mm drug eluting stent, but was unable to cross the lesion. The device was removed and the lesion was dilated again and the 2.5x15mm non-bsc balloon inflated to 25 atms. The taxus express2 stent was still unable to cross the lesion. A dissection was noted in the distal rca and "blood flow became worse". The physician placed a 2.5x18mm non-bsc stent. No further complications were reported. The patient condition was reported as ok.